Event description:
A report was received that the patient had pain at the battery site. Other symptoms were swelling and bruising. The placement of the battery was noted to be superficial. The patient was prescribed a pain medication. The patient will undergo a battery revision.

Manufacturer narrative:
(B)(4).